Manufacturer narrative:
The device was received stuck in critical pump error and unable to download due to severe corrosion on all electronic assemblies. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and selftest due to critical pump error. Unable to verify blank display anomalies due to critical open book. The device received with moisture damage on motor assembly and corroded force sensor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had expose to moisture. The customer¿s blood glucose level was unknown the time of the incident. Customer stated the keypad was unresponsive. Troubleshooting was performed. The insulin pump will be returned for analysis.